Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was from 300 mg/dl to 400 mg/dl at the time of incident and the current blood glucose level was 353 mg/dl. The customer was assisted with troubleshooting. Customer stated that it was not the basal, its on the correction or bolus. She has changed out the sites multiple times, she inserts manually. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will not be returned for analysis.